Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2014. The surgeon is planning on placing revision components at a later date.

Event description:
The patient's left and right tmj devices were removed due to significant heterotopic bone formation.